Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The return of the sample is pending. The investigation of the reported event is currently underway. D2b (lit;dqy). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient was prepped for an percutaneous transluminal angioplasty (pta) procedure using the conquest 40 pta balloon catheter. During the preparation of procedure, balloon was being taken out of the package and the wire port was detached. Another balloon was used to complete the procedure. There was no patient contact.